Event description:
Information was received, from a patient. Who was implanted with an implantable neurostimulator (ins). For unknown, indications for use. It was reported, that patient regarding an implantable neurostimulator for the bladder. The reason for call, was patient said, they are not emptying all the way. And it is taking much too long to pee each time. The issue started before the new stimulator was put in april. The patient wanted to know what program to go to. The agent explained, it is trial and error and you need to give it time for the body to adjust to the changes. See related pe (B)(4): problems with old device.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.